Manufacturer narrative:
(B)(4). The reported condition of "screw" was confirmed by service during evaluation as a missing pole clamp assembly. A new pole clamp assembly was reinstalled to correct the reported condition.

Event description:
Baxter puerto rico reported a flogard infusion pump with a malfunction of "screw." This condition occurred upon power-up in the intensive care unit. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.